Manufacturer narrative:
Additional event site email: jow9094@ny.org /the product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID :(B)(4).

Event description:
It was reported that there was a leak during intra-aortic balloon (iab) therapy. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The patient went to the bathroom and while sitting noticed a sharp pain in their lower back. They called the nurse and when they arrived, they noticed ¿lots of blood¿ in the helium tubing of the iab catheter. The patient says that the pain subsided within moments. The iab catheter was then removed. Sue says that blood got back to the pump and they are sending it to their biomed department. The patient was fine, without pain at the time and could be heard conversing. It was later reported that another iab had been inserted via axillary. Another leak/ perforation occurred. The getinge representative advised checking for a calcified aorta as it could be a cause of the issue. The customer stated they also think that it was possibly the problem and will not be inserting a third iab in the patient. There was no patient harm or adverse event reported. This report is for the 2nd iab used. A separate report will be submitted for the 1st iab.

Event description:
It was reported that after approximately five minutes of intra-aortic balloon (iab) therapy, the patient reported a leak. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The patient went to the bathroom and while sitting noticed a sharp pain in their lower back. They called the nurse and when they arrived, they noticed ¿lots of blood¿ in the helium tubing of the iab catheter. The patient says that the pain subsided within moments. The iab catheter was then removed. Sue says that blood got back to the pump and they are sending it to their biomed department. The patient was fine, without pain at the time and could be heard conversing. It was later reported that an another iab had been inserted via axillary. Another leak/ perforation occurred. The getinge representative advised checking for a calcified aorta as it could be a cause of the issue. The customer stated they also think that it was possibly the problem. The iabs were in use for less than a week and the customer will not be inserting a third iab in the patient. This report is for the 1st iab used. A separate report will be submitted for the 2nd iab.

Manufacturer narrative:
Device evaluation: the iab was returned with the membrane completely unfolded with blood on the interior and exterior of the catheter. A kink was observed on the catheter tubing and inner lumen approximately 33.3cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was observed at the kinked location of the inner lumen within the catheter tubing 33.3cm. The evaluation determined a leak within a kink in the inner lumen causing the reported problem. It is difficult to determine when or how the penetration occurred. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Updated field- b4,g1 (contact person ¿ mfg site), g3, g6, h2, h11. Corrected field- h6- medical device ¿ problem code, investigation findings.

Event description:
N/a.